Manufacturer narrative:
There is no indication of any system or component failure. It was noted that the physician placed the ipg into a pocket but did not suture it into place. Intra-op testing returned good results, leading the physician to believe that the ipg migrated after implant. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. Intra-op testing showed the implant at an appropriate depth and returned good connectivity results. During recovery a nalu rep attempted to perform post-op testing and the process was declined by the patient. The firm's representative present in recovery reported a large amount of bandaging and binding, causing palpation of the implantable pulse generator (ipg) to be difficult. It was not able to be determined if the ipg remained in an appropriate location after incision closure due to think bandaging and patient refusal for post-op testing. At the first post-op follow-up the ipg was unable to communicate with the external therapy discs. Ultrasound imaging showed the ipg was beyond the recommended depth for implant. A surgical revision was performed on (B)(6) 2023 to reposition the ipg to a more optimal depth. No components were replaced during the procedure and all original equipment remains in use.